Event description:
It was reported that, this right ventricular (rv) lead was surgically abandoned and replaced due to high impedances out of range cause by a suspected fracture. The new access was not possible from left therefore the system had to be moved to right. No additional adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead was surgically abandoned and replaced due to high impedances out of range cause by a suspected fracture. The new access was not possible from left therefore the system had to be moved to right. No additional adverse patient effects were reported. The proximal segment of the lead was returned to our post market quality assurance laboratory, severed approximately 292 mm from terminal end. Visual inspection revealed fracture, inner silicone insulation was torn in multiple places and the outer coil was stretched. Cuts, tears, punctures in insulation and seal rings cut off the lead were noted, likely due to explant damage. Blood or body fluid in the lumen were noted. The stylet was returned stuck in the lead. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.